Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Subsequently, the customer went to the emergency room due to a blood glucose level of 190-240 mg/dl. Customer was give an insulin pen while in the ER to address bg level and continue insulin therapy. The customer was released from the ER 2 hours later with no permanent damage.